Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. There was no reported impact to the customer¿s blood glucose level. Customer declined to provide additional blood glucose information, and no further corrective actions or outcomes were documented.